Manufacturer narrative:
The logfile review shows the reported issue can be confirmed and according to the long time to the last energy check before that treatment the most possible root cause is the missing energy check. No technical deviation or deeper root cause could be identified by reviewing the logfile. Most possible root cause is the missing user energy check. (B)(4).

Event description:
Additional information received states that the patient is doing fine postoperatively.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An office manager reported that a 20% error displayed after the laser fired. The laser was rebooted to get the correct depth and the procedure was completed with no harm to the patient. Additional information requested.